Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderately angulated proximal neck and a tortuous left iliac artery. The patient returned for follow-up. The physician discovered thrombosis in the left iliac artery. The physician is planning an intervention. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. The review of returned cine images during implant showed the patient's anatomy with a moderately angulated proximal neck and a tortuous left iliac artery. The ipsilateral limb and extension were placed on the left side; the ipsilateral extension was acutely angulated between the most distal 4th and 5th stent rings. The contra limb and extension were placed on the right side; these limbs were essentially straight. Final angiogram appeared to show slightly more diminished flow on the ipsilateral (left) limb as compared to the right limb; however no thrombus could be confirmed. Post-implant films were not provided; therefore the reported thrombus could not be assessed. However, it is possible that the angulated ipsilateral limb, caused by the tortuous left iliac, may have contributed.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; severe tortuosity in the iliac limb). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severe tortuosity in the iliac limb).